Manufacturer narrative:
Per good faith effort (gfe) response received 15jul2024, no repair was performed, and the device was put into storage. The device was not repaired and was put into storage. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that there was no tidal volume being displayed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that there was no tidal volume displayed. Resolution and disposition are pending.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6), reporter phone #: (B)(6).